Manufacturer narrative:
Additional information: event site postal code (B)(6). Corrected fields: d5, e2 and e3 is unknown (initially it was submitted as "yes" and "other healthcare professional"). Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11corrected sections: b5

Event description:
It was reported during a routine check performed by customer, the cs300 intra-aortic balloon pump (iabp) unit had a system failure.

Event description:
It was reported that during start up, the cs300 intra-aortic balloon pump (iabp) unit had a system failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.